Event description:
A report was received that the oxygen concentrator had stopped working. A technician was sent out and while working on the concentrator a black toner like substance was noticed by the end user on her the carpet. The tech stopped working on the unit. There is no information of injury or ill effect to the end user.